Manufacturer narrative:
Submit date: 08/26/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a replogle catheter. The customer reports that the replogle tube size 8 will not flush through and was not working. Used one from a different box instead. No patient injury reported.

Manufacturer narrative:
Submit date 10/14/2016. The device history record (DHR) was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. Two unused samples were received; the issue reported by the customer was confirmed. During the visual inspection of the sample, according to procedure, the issue was observed. There was a pinhole observed in the tube. Failure was confirmed. The root cause could not be determined. However, for previous evaluations with this failure mode the most likely root cause could be due to a short rod used in the process for assembly of the pigtail in the lumen. Corrective action will be standardizing the length of the rod used for the pigtail assembly. The standard work instruction will be updated to reflect the correct use of the rod during assembly.